Event description:
Additional information received from a healthcare provider (hcp) regarding the patient's excision of the inflammatory mass indicated a diagnosis of skin and subcutis with prominent dermal fibrosis, patchy lymphohistiocytic inflammation, edema, and subcuticular septal fibrosis with mild patchy pannicular chronic inflammation. There were focal bleeding changes with extravasated red cells and no malignancy identified. The mass was 8.5 x 5.4 x 3.7cm soft nodular fragment of tan skin with underlying subcutaneous tan-red "fibrofatty tissue." The surface of the skin displayed a well healed linear scar approximately 5cm long. The skin was otherwise unremarkable. At the base of the mass was a firm modular fibrotic capsule-like area. Serial sectioning revealed a soft yellow fatty subcutaneous area with overlying areas of white-tan and red fibrosis. There were no discrete masses or cysts identified.

Event description:
Information was received from a consumer via a company representative in regard to a patient receiving dilaudid 30 mg/ml at 24.978 mg/day via an implantable infusion pump. The patient's medical history includes failed back syndrome and radiculopathy. The indication for use (IFU) was listed as non-malignant pain. It was reported that there was an inflammatory mass at pump pocket in midline abdomen. The first note in the patient's chart was noted in late (B)(6). It was unknown if events occurred prior to this. The patient factor that may have led or contributed to the issue was reported as a weight loss of around 40 pounds. Surgical intervention removed a large lemon sized wedge of inflammatory issue. The pump was repositioned to the left abdomen from midline abdomen. The issue was re solved at the time of report. The patient's status at the time of report was alive - no injury. The patient was taken to post-op in stable condition. The excused tissue was sent to pathology for analysis. Additional information in the form of operative notes from a healthcare professional was received. The admission date was (B)(6) 2016. The patient has had seven back surgeries and has an implantable nerve stimulator. A revision of the pump pocket was performed on (B)(6) 2015. The patient has had a lot of issues with the wound being hypertrophic. The wound had not been looking well, and appeared to have been affected by poor vascularization. It appeared dusky looking and it had been uncomfortable. Because of the malposition of the pump from the scar tissue as well as the dusky appearance of the skin, what appeared to be vascular constriction, it was felt that the pump should be placed from the right abdomen to the left abdomen. The procedure diagnosis was noted as malposition of the pump in the right upper quadrant, vascular compromise, and hypertrophic scar tissue formation. The procedure included removal of the pump from the right upper quadrant, and placement of the pump in the left upper quadrant. The procedure required re-tunneling of the catheter and revising of the catheter to bring the catheter over to the left side and then closing of both wounds. During the procedure the healthcare professional removed a relatively large section of skin, which showed hypertrophic scarring and appeared to be somewhat dusky. The underlying tissue however had good blood supply and the surfaces bled briskly and appropriately. There was no evidence of necrotic tissue or infection on the inferior aspect where the pump was. After removing the large section of tissue, it was sent to pathology. This could be evaluated since it was more hypertrophic and enlarged than it were normally. The healthcare professional was able to empty the pump of 0.5 ml of clear fluid, and back fluid from the subarachnoid space. The old area where the wound was, there was still a dusky area, but the underlying tissue appeared to be vital and had good blood supply. The healthcare professional felt that they did not want to remove anymore because it may be would have been too large to actually close the wound effectively, and that this could re-vascularize and have adequate blood supply. At the conclusion of the procedure, the patient did well, woke up with anesthesia without problems or difficulty. The total blood loss was about 200 ml. The patient was also given 1 gram of vancomycin prior to the procedure. The patient was to be watched overnight. The healthcare professional wanted to give the patient a total of 3 doses of vancomycin. During the day, the patient will take regular pain medications that the patient is on and this could be given orally. This included oral percocet 10/25 3 times/day, ambien 10 mg each evening and robaxin 4 times/day. The patient would take regular pain medications. Prior to the surgery, the patient white count, hemoglobin, hematocrit and platelets were normal. The comprehensive basic metabolic was basically normal. There were no problems or difficulty. The patient would be given nasal oxygen overnight since they gave the patient a new bolus to refill the dead space and they had narcan available bedside.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.